Event description:
It was reported that during a lap gastric bypass procedure, the tip fell off. The piece did not fall into the pt. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info not available, device not returned for analysis.